Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving baclofen at an unknown concentration and dose and morphine at an unknown concentration and dose via an implantable pump for intractable spasticity and multiple sclerosis. It was reported that after the pump replacement surgery when the patient got home, the patient started talking weird and was pacing and looking down. It was stated the patient "was threatened by medical staff that he was okay". The patient went unconscious, but was breathing. The color of the patient was "crappy" and the patient was making weird movements like catatonic movements. 911 was called and the patient was admitted to the hospital from (B)(6) 2016. The patient had two head computed tomography (CT) scans, two electroencephalographies (eegs), and a lumbar puncture (thinking the patient might be septic and/or infection). The healthcare provider (hcp) gave the patient some type of anti-seizure medication until they figured out it wasn't seizures. The patient had a non-rebreather mask and was in and out of it for all the days in the hospital. The patient was given narcan and ended up in the intensive care unit (ICU).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.